Event description:
The customer reported that the system exhibited a "fast stop activated error" resulting in an uncommanded system shutdown. No patient death or serious injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.